Event description:
The customer stated that she tested her blood glucose and received a reading of 500 mg/dl using her contour meter. She retested using another meter and received a reading of 189 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for evaluation. She also insisted the meter be replaced. Replacement products were sent to the customer.